Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that pump was not vibrating for alerts or alarms although pump was set to vibrate. There was no reported impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.